Event description:
A malfunction was reported on the pump, displaying a malfunction code 12. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided information and guided the customer through resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.